Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the battery on the patient side cart (psc) due to error 816. The system was tested and verified as ready for use. Isi received the battery involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed into the test system. The unit failed to power up the in-house patient side cart (psc) and it triggered error 824 (low battery voltage). A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. An isi technical support engineer (tse) viewed the logs and confirmed error 816 (low battery) on the patient side cart (psc) during troubleshooting with the customer. This complaint is reportable due to the following: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci system patient side cart (psc). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated instances of error 816. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and confirmed error 816 (low battery) on the patient side cart (psc). The customer attempted to power cycle the system multiple times with no resolution. The customer decided to use another psc for the procedure. Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using a second psc with no injury to the patient.